Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp unit for the reported issue and was able to confirm that there was an intermittent issue and the unit would sometimes power up, but then fail to power up after multiple attempts. The fse also found multiple eft code 13 faults on the logs, in which this code refers to a replacement of the executive processor board, or the front end board. Due to the nature of the intermittent issue, both boards were replaced and also reloaded to the newest software b17 once the replacement of the boards was performed. The unit seemed to be hanging up, but the fse was eventually able to get the software loaded and accepted with the two new boards. The fse ran the unit for an hour to verify that no shutdowns would occur, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was having screen issues and needs to be checked for proper operation. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated field: b4, e1 (site country), g3, g6, g7, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the iabp unit for the reported issue and was able to confirm that there was an intermittent issue and the unit would sometimes power up, but then fail to power up after multiple attempts. The fse also found multiple eft code 13 faults on the logs, in which this code refers to a replacement of the executive processor board, or the front end board. Due to the nature of the intermittent issue, both boards were replaced and also reloaded to the newest software b17 once the replacement of the the boards was performed. The unit seemed to be hanging up, but the fse was eventually able to get the software loaded and accepted with the two new boards. The fse ran the unit for an hour to verify that no shutdowns would occur, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found the multiple etf code 13 faults in the log. Actually, this code refers to replace the "executive processor board" or "front end board". But due to the nature of the intermittent issue, both the boards were replaced. Then the fse had reloaded the newest software d17 after replacing the each board. Since the machine was seemed to be hanging up, but fse was eventually able to get the software loaded and accepted with both new boards. After that the fse had ran the machine for an hour in order to verify no "shutdowns" would occur. After that the fse had performed the full calibrations. The machine had passed all the tests and checks. The unit was returned to the customer for clinical use.